Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient has suffered, and continues to suffer, injuries and damages, including but not limited to, emotional distress, past, present and future physical and mental pain and suffering; past, present and future medical, hospital, monitoring, rehabilitative and pharmaceutical expenses, and lost wages, excessive exposure to metal contamination of his blood and body by cobalt and chromium and other substances toxic to the patient, loss of expectancy of life, exposure to higher than normal rates of cancer, organ failure, and other potential future health complications.